Manufacturer narrative:
The customer stated the leak was most likely wash solution. Bec customer technical support (cts) guided the customer to disable the cap piercer and recommended to run samples on back up instrument. Field service engineer (fse) visited on (B)(4) 2011 and cleaned the blade fragments from drain. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak from cap piercer on unicel dxc 800 pro synchron clinical system. The customer was wearing ppe when he found some fluid on top of sample caps. Msds was reviewed, and the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.